Manufacturer narrative:
H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. The pump was explanted on (B)(6) 2025. Additional information was received from the company representative (rep) reporting they were there for the pump explant and everything went as planned. The issues had been resolved at this point. Additional information was received from the company representative (rep) reporting that the patient contacted them and they tried to trouble shoot through his personal therapy manager (ptm)/ boluses. They were able to reconnect the ptm handset to the pump via bluetooth. They determined that possibly he had been dealing with the hiccup of bolus times being off and resetting at 1am. They also assured him he was getting medication still at a simple continuous rate.

Manufacturer narrative:
H3. Analysis identified the outlet port o-ring was damaged or missing which resulted in a leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.